Event description:
During a call a customer reported that he was in process of dialyzing when he heard a sucking noise from the dianeal bag in use. Upon looking at the bag he could see air in the cassette line. There was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.